Manufacturer narrative:
Citation: mohamed el-mawardy, md. Impact of femoral artery puncture using digital subtraction angiography and road mapping on vascular and bleeding complications after transfemoral transcatheter aortic valve implantation. Eurointervention (2017) 12 (13), 1667-167. (Doi 10.4244/eij-d-15-00412) earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the impact of femoral artery puncture using digital subtraction angiography versus road mapping after the implant of a transcatheter bioprosthetic aortic valve. All data was collected retrospectively from a single center between 2007 and 2014. The study population included 320 patients; 160 implanted using the road mapping technique (rm) and 160 without road mapping (control). The study population was predominantly female (mean age 80 ± 7.7 years (rm) and 81 ± 5.9 years (control). Overall 194 patients were implanted with a medtronic corevalve (serial numbers not provided). Among all patients, adverse events included: iliofemoral dissection leading to thrombotic occlusion; treated with stent, balloon aortic valvuloplasty (bav) or surgery, abdominal aorta dissection; treated with a stent, pseudoaneurysm or hematoma leading to major bleeding; treated with medication or manual compression, iliofemoral perforation; treated surgically and a left ventricular perforation; treated with surgery. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.